Event description:
According to the customer, on (B)(6)2024 while attempting to remove needle after injecting "local medication" for a "rectal exam" the needle "broke off from the hub, leaving the sharp needle itself in the tissue of the region".

Manufacturer narrative:
According to the customer, on (B)(6)2024 while attempting to remove needle after injecting "local medication" for a "rectal exam" the needle "broke off from the hub, leaving the sharp needle itself in the tissue of the region". The customer reported after the incident "c-arm x rays" and a "CT scan" were performed to locate the needle. The customer reported the patient was admitted to "pacu" and had surgery on (B)(6)2024 to "remove the needle from the anterior thigh region, as noted on the CT scan". The customer reported the patient had bruising on the "right thigh and right testicle" post-operatively "as anticipated", but the bruising has since resolved. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.